Event description:
It was reported that during implant high impedances were seen on contact 2 once connected to the 0-7 port of the ins. When measured directly over the lead and extension, impedances were ok. The lead was connected to the 8-15 port of the ins, and impedance measurements were good, however, the next day contact 10 was high. It was reported that the patient would follow up with the physician in two weeks. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead model: 3877-45, lot# 0205681934, implanted: (B)(6) 2012, explanted: na; extension model: unknown, serial# unknown, implanted: unknown, explanted: na.